Event description:
During evaluation of a returned homechoice (hc) machine, an additional issue of system error (se) 2240 event was found in the therapy logs which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.